Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion with calcification was located in the moderately tortuous common iliac artery. An express ld stent was to be placed. When the physician went to predilate, the wanda 4.0-20, 135cm balloon was inflated to 8 atms with no problem. On the second inflation the balloon was inflated to 10 atms and ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt's status is good with no complications reported.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.